Event description:
It was reported through the research article titled ¿transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience?¿ identifying that the heartmate 3 (hm3) may be related to aortic insufficiency/regurgitation. This observational study included 348 left ventricular assist device (lvad) patients implanted from jan2014 to oct2024. Of those 348, 7(2%) patients received a transcatheter aortic valve replacement (tavr) for significant aortic regurgitation (ar), including 5 patients with hm3. Patient 3 of this article was male and 61 years old. The patient was noted to have had mild mitral regurgitation (mr) and moderate to severe ar. The patient underwent the tavr 939 days after lvad implant. The patient was discharged alive with no mr, tricuspid regurgitation (tr), ar, paravalvular leak (pvl), aortic stenosis (as), and no postprocedural complications.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01oct2024 since the lvad implant occurred between january 2014 to october 2024. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: bashir h, et al. J. Clin. Med. Journal of the society for cardiovascular angiography & interventions, article in press. Https://doi.org/10.1016/j.jscai.2025.103662. The christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. The device was not returned for this evaluation. The device serial number was not available. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.